Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris pump module low sorbing sets had had flow issues during use. The following information was provided by the initial reporter, translated from (B)(6): "the system is not permeable."

Manufacturer narrative:
D.10 device returned to manufacturer?: yes d.10. Date returned to manufacturer: 2022-02-15 h.3. Device returned to manufacturer?: yes h.3. Device evaluated by manufacturer?: yes h.6. Investigation summary: three g30302v samples from lot 1019728 were received for investigation in which the customer has reported "the system is not permeable." All three samples had residual fluid present. No additional information was available to assist the investigation in this instance. Attempts to flush the samples were unsuccessful, confirming the customer's experience. In each instance, the blockage was found to be at the downstream joint of the pressure disc component. The details of this feedback were forwarded to the manufacturing site for investigation. Examination of the product confirmed the cause of the blockage to be an excess of solvent at the affected joint; the affected joint was manually assembled and therefore the customer's experience is likely to have occurred as a result of human error during the solvent bonding process. A review of the production records for lot 1019728 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the g30302v product in the past 12 months.

Event description:
It was reported that 2 bd alaris¿ pump module low sorbing sets had had flow issues during use. The following information was provided by the initial reporter, translated from dutch: "the system is not permeable."